Manufacturer narrative:
Batch review performed on 19 march 2021: lot 178021: (B)(4) items manufactured and released on 23-jan-2018. Expiration date: 2023-01-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Another device involved: batch review performed on 19 march 2021. Gmk-sphere 02.12.0411fl tibial insert fixed sphere flex #4/11 mm l (k140826)lot. 175241: (B)(4) items manufactured and released on 10-oct-2017. Expiration date: 2022-09-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in 2 years and 9 months after the primary surgery reporting instability and the cause of the instability is unknown. The surgeon revised the femoral component and insert, and added an extension stem and femoral distal wedge.